Event description:
Subsequent information indicates that the device was explanted for an unknown reason and has been returned for analysis.

Event description:
Boston scientific received information that the patient with this device indicated they do not have the device checked anymore because it has never worked. The local boston scientific field representative was not aware of any further information regarding this allegation. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.